Event description:
Pt reported experiencing elevated blood glucose (~ 500 mg/dl), while wearing the device. They indicated that they attempted to lower blood glucose by bolusing, as well as by supplementing normal infusion therapy with insulin injections; however, their blood glucose did not decrease, as expected. No error messages were generated by the device. Pt reported that, 6 days after elevated glucose began, they switched to their back-up device, and their blood glucose returned to its "normal level" (values not provided).